Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device to treat fecal incontinence; the trial began (B)(6) 2018. It was reported the trial patient stated that the anesthesia may "stop her up". On (B)(6) 2018, patient stated that she had not had diarrhea but would speak with her doctor on thursday ((B)(6) 2018) as she is having infrequent bms. The patient also stated she thought her interstitial cystitis was acting up but she has a bladder infection. On (B)(6) 2018, the patient stated that she went to her doctor¿s office as she was not able to have a bowel movement. The patient later noticed she was unable to void, so she contacted her doctor¿s office who advised her to go to the emergency room if this persisted. The patient then spoke with her doctor and sales representative who had her turn of the therapy about an hour later she was finally able to void, and after 2 laxatives was able to have a bowel movement but now has diarrhea. The patient mentioned that she is very bloated and was unable to finish evacuating her stool. Patient stated that due to this, she has had several bladder infections. The patient¿s therapy is currently off until she meets with her sales representative to have adjustments made and decide whether to continue with the therapy or have it removed. On (B)(6) 2018, the patient mentioned that she took 2 laxatives and had diarrhea, which seemed to have "cleaned her out" but she still does not feel that the therapy is working for her at this time. She also mentioned that when she turns stimulation up higher she gets a funny feeling in her head. Patient clarified/ensured she was not feeling the "funny" feeling she mentioned during the call. Patient status was reported as alive, no injury. No further complications were reported or are anticipated.